Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If the information is unknown, not available or does not apply, the section/field of the form is left blank. H11 additional narrative: h3, h4, h6: service and repair evaluation: the customer reported that on (B)(6) 2024, the item high speed barely works. The issue was observed during routine weekly audit of equipment. The repair technician reported discolored membrane vent and wire, debris on barrier, rust on motor, grinding bearing, contact plate cracked upon re-assembly. Fast forward, forward function test showed intermediate. Device failed to pass in cosmetic test. The cause of the issue is improper maintenance. The item was repaired per the inspection sheet, passed synthes final inspection and will be returned to the customer upon completion of the service and repair process. Finalized service record will be archived. The evaluation was confirmed. The device was deemed serviceable and will be returned to the customer, no design or manufacturing issues were identified therefore it has been determined that no corrective and/or preventative action is proposed. Device history review (DHR): part# 05.000.008 synthes lot # 008522 supplier lot# na release to warehouse date: 19-mar-2024 supplier: (B)(4). No ncrs were generated during production. Review of the device history record(s) showed that there were no issues during the manufacture of this product, and any sub-components, which would contribute to this complaint condition. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on (B)(6) 2024, the high speed barely works on the item. The issue was observed during routine weekly audit of equipment. There was no patient involvement. There were no reports of injuries, medical intervention or prolonged hospitalization. It was reported that there was no further information regarding the issue. All available information has been disclosed. Upon examination of the returned product, foreign substance was noted on the item.